Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site:3003442380.

Event description:
It was reported that the patient experienced a high blood glucose event after changing infusion sets multiple times without replacing the cartridge. The event was treated with a correction bolus administered via the insulin pump.